Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
From additional information, it was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. UDI #: (B)(4). Medical product: nexgen lps-flex femoral component catalog # 00576401651 lot # 63653836 nexgen stemmed tibial component catalog # 00598004701 lot # 63639748 taper stem plug catalog # 00596009900 lot # 63657934 patella reamer blade with pilot hole 46 mm diameter single use only catalog # 00597909546 lot # 63670918 unknown catalog # 98000250001 lot # unknown all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot # 63646452.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown hip liner cat#: unk, lot#: unk, unknown hip head cat#: unk, lot#: unk, unknown hip stem cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00166, 0001822565 - 2019 -00167, 0001822565 -2019 -00168. Product remains implanted.

Event description:
It was reported the patient underwent  a hip procedure on an unknown date. Subsequently it has been reported that patient is facing some unknown issues post initial surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products - palacos bone cement, catalog #: 00111214001 lot #: 86024579.

Event description:
From additional information received, the patient was revised due to pain. During the revision procedure, the surgeon discovered that a left knee femoral component had been placed into the patient's right knee.